Manufacturer narrative:
The system was evaluated at the site. The reported issue was not able to be duplicated by medtronic personnel. The software was reloaded onto the system. The system was fully functional and the system checkout showed no anomalies. A software investigation found that the reported issue was not able to be reproduced.

Event description:
A medtronic rep reported that the system was behaving slow with (B)(4) occurring frequently in (B)(4). The case continued despite the reported intermittent freezing/loss of instrument tracking and was completed with no impact on pt outcome.